Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that during distribution the device did not have enough power. The deice could be powered on, but it was powerless. There was no patient involvement, and no adverse events were reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
Review of the most recent repair record determined the motor speed was below specification and the plug harness assembly was not functioning properly as the wire was oxidized and rusty. The plug harness assembly and motor were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.